Event description:
It was reported during use the tube cit gh 13x75 1.6 slbl orn line tube cracked and had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿after blood collection, when opening the shield the tube was broken and the fragment of foreign matter attached to the shield." Customer stated the tube seemed cracked before use.

Manufacturer narrative:
Investigation summary : bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged tubes with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and a damaged tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the tube cit gh 13x75 1.6 slbl orn line tube cracked and had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: ¿after blood collection, when opening the shield the tube was broken and the fragment of foreign matter attached to the shield." Customer stated the tube seemed cracked before use.